Event description:
The customer reported less than 5 mls of white blood cell count (wbc) lyse reagent from the coulter ac·t 5diff cap peirce onto drip tray when performing controls. The leak was contained within the instrument. There was no reported exposure to mucous membranes or open wounds. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or change to patient treatment attributed to this event.

Manufacturer narrative:
The customer began to troubleshoot the leak with help from the customer technical service (cts) over the phone. The customer observed the white blood cell (wbc) lyses reagent line tubing disconnected at valve (lv11). The customer reconnected the tubing at valve (lv11) and primed the white blood cell (wbc) lyse to resolve the leak issue. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse replaced the solenoid valve 11 (lv11), which had repeatedly caused the tubing to disconnect from the white blood cell (wbc) lyse delivery port. The fse also trimmed the tubing at valve and the white blood cell (wbc) bath as a preventative measure. The fse then performed verification of the instrument and the instrument was returned to normal operation. (B)(4).